Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 305 mg/dl from (B) (6) 2010-(B) (6) 2010 and on (B) (6) 2010 due to occluded infusion sets. The pt changed the infusion set and injected insulin via pen to lower blood glucose readings. The pt stated the infusion sets were in use for 1/2 an hour to 1 hour when e4 was displayed. The pt began use of a different lot of infusion set and had no further issues. The pt's normal blood glucose level is 120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.